Event description:
Contact reports that the setscrews had loosened postoperatively, allowing the rod to release from the polyaxial screw heads. Revision surgery was performed to removed and replace the construct. As surgical intervention occurred, an MDR is being filled to document this event.

Manufacturer narrative:
The returned devices were reassembled and tightened to 60 in lbs as required. The construct was found to be tightened securely. The reported loosening condition could not be duplicated. Reviews of the device history records confirmed the lots met specification requirements when released to stock. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.